Event description:
Customer reported they felt the output of their vaporizer was higher than expected. There was no reported patient injury. The unit was returned to the manufacturing site. The unit was tested, and the dial was noted to be difficult to turn on. Upon further investigation, it was noted the actuator spinle was out of adjustment due to the nut falling off. The cause of the reported complaint was lack of proper maintenance. According datex-ohmeda records, the unit had not been serviced since march 1997. Datex-ohmeda recommends the tec 6 vaporizer be returned every 2 years for routine maintenance and calibration, as stated in the tec 6 vaporizer operation and maintencance manual. Routine vaporizer service and calibration testing provides checks on the actuator assmebly, replaces o-rings, and verifies proper output.